Event description:
Patient reported an alleged "leak". The device was found to have an alleged 'leak" when the doctor removed less fluid from the device than notes indicated. The device remains implanted. Follow up findings from product field note received from the surgeon's office: "leaking band system. Taper ii port changes to ez [date]...leak persisted. Converted to sleeve [date]. Fluid leaking from crease [illegible] in balloon near buckle." Follow up is being conducted but information has not been received at this time.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."